Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested however and received. If further details are received at a later date a supplemental medwatch will be sent. Correct description : the connection part between the needle and the suture was detached. This happened three times in a row. Were x-rays performed to localize the needle? No further information is available. Was the needle removed from the patient? No further information is available. Procedure name and date? No further information is available. Event date? No further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. No product available for return. Note: events reported on mw# 2210968-2022-05254, mw# 2210968-2022-05255. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m all others this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. During surgery, the suture broke immediately during use. It seemed that the suture detached at the connection part between the needle and the suture. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.